Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with cystoscopy, uretherocele, cystocele, enterocele repair, and perineorrhaphy to treat stress urinary incontinence, vaginal wall defects, cystocele, enterocele, rectocele and ureterocele. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat severe stress urinary incontinence, urethrocele, paravaginal weakness and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, urethrocele repair, vaginal repair, cystocele repair, enterocele repair and perineorrhaphy. It was reported that patient underwent release and excision of transvaginal tape on (B)(6) 2013 due to urinary retention. (B)(4).